Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the inability to remove the lock line. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip was advanced to the mitral valve and the leaflets were grasped. During lock line testing, resistance was felt. It was believed that there was a knot in the lock line, so the cds was removed without issue. A second cds was advanced and the clip deployed successfully. Final mr grade was 1. There was no adverse patient effect or a clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4) evaluation summary: the device was returned and investigated. The reported knot resulting in inability to remove the lock line was confirmed. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed and the evaluation of the returned device, it is likely that the end of the lock line became knotted during the unwrapping/removal process (user technique) and; therefore, caused the inability to remove the lock line. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.